Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.